Manufacturer narrative:
The unit was received with all buttons responding properly. However, there was slight moisture damage found at keypad traces. The unit was received with minor scratched lcd window, and the end cap sticker missing. (B)(4).

Event description:
The customer reported via phone call that the insulin pump had an unresponsive keypad. The esc button temporarily stopped working the previous night. The blood glucose reading was 181 mg/dl. It was also stated that the customer experienced a low blood glucose reading in the morning. The customer stated that they felt their blood glucose level was around 40 mg/dl. The low blood glucose readings were treated with sugar. The customer's current blood glucose reading was 130 mg/dl. The history showed that the insulin pump had experienced a no delivery alarm. There were no significant events leading to the alarm observed. The customer declined to troubleshoot for the low blood glucose reading and the no delivery alarm. The customer was advised to discontinue using the insulin pump and to revert to their back-up plan.